Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2003. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing. It was noted that right ventricular (rv) lead was fractured and exhibited high pacing impedance, noise and short v-v intervals. The lead was capped and replaced. No further patient complications have been reported as a result of this event.